Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer returned 8 boxes of unopened representative samples from lot numbers 17fe25 and 17ft33. A device history record review was performed on both lot numbers and there were no issues found that could relate to the reported complaint. A visual exam was performed on the samples and no defects were observed. A ring gauge test was performed as per iso 5355-1:2015. The connector edge should be between the minimum and maximum diameter steps of the gauge. All the returned samples passed the test. Based on the investigation conducted, the complaint of not connecting to circuit could not be confirmed. No evidence of defect was observed on the returned samples. All the returned samples passed the ring gauge test.

Event description:
Customer complaint alleges the device separates from the circuit. Alleged issue reported during use. There was no report of patient injury or consequence. There was no report of necessary medical intervention.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges the device separates from the circuit. Alleged issue reported during use. There was no report of patient injury or consequence. There was no report of necessary medical intervention.